Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested but not received. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: no anomalies found. Other: it was reported the patient was found unresponsive at home and presented to the ER with no pacing spikes noted. It was further reported that the patient was in asystole. Resuscitation attempts were unsuccessful and the patient died. At the patient's last follow-up exam, seven months previously, it was reported all device measurements were within normal limits. There is no allegation from a health care professional that the death was device related. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated; pace, failure to, failure to fire.

Event description:
It was reported the patient was found unresponsive at home and presented to the ER with no pacing spikes noted. It was further reported that the patient was in asystole. Resuscitation attempts were unsuccessful and the patient died. At the patient's last follow-up exam, seven months previously, it was reported all device measurements were within normal limits. There is no allegation from a health care professional that the death was device related.